Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a fall, the patients atrial lead had dislodged. The patient was asymptomatic to the dislodgement. The lead was explanted and replaced successfully.